Manufacturer narrative:
A steris service technician inspected the sterilizer and confirmed that the cause of the leak was due to a pin hole in the copper exhaust line. The technician attempted to repair the hole, however additional parts are required to resolve the issue. The technician has ordered the necessary components and will return to the facility to complete the repair once parts are available. The sterilizer had been remanufactured on may 3, 2003 and is currently under steris service contract. The last preventative maintenance was completed on april 9, 2014 at which time the unit was tested and confirmed to be operating to specification.

Event description:
The user facility reported a steam and water leak from their remanufactured eagle 3000 sterilizer unit. No injuries or procedural delays/cancellations were reported.